Event description:
The pt reported feeling stimulation in her right leg when she "needs stim in left leg." She "believes the lead must have moved." The pt was "doing more bending" and "might have stressed it due to overuse." She had a "lump" on her spine and believed this was "due to swelling over lead." The pt also had a cyst on her foot. Additional info has been requested, a f/u reported will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).